Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 81-year-old male patient on an impella cp for mechanical circulatory support. During implantation the pump was unable to advance due to kinking of the sheath at the bend in the artery. The impella was inserted past tortuosity over steel core wire into the left ventricle. It was reported that the patient had an excellent angiographic result and the impella was later weaned and removed without complication.